Manufacturer narrative:
Submit date: 04/06/2016. An investigation is currently under way. Upon completion the results will be forwarded

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports the lite glove is too small and ripped at the side during pulling over the op lamp. It was noticed when pushing above the lite handle. There was no person injured, no patient involved. The issue was noticed before patient was in op room.

Manufacturer narrative:
A review of the device history record (DHR) could not be performed or date of manufacture identified as the lot number was not provided. All DHR¿s are reviewed for quality inspections and parameter compliance prior to releasing the product for distribution. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.